Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Healthcare professional reported right side rupture. The device has been explanted.

Manufacturer narrative:
Photo analysis: visual analysis of the photographs identified: ¿ rupture: unable to observe. It cannot be determined which device is for the left or right side per the photos provided. Device patch with lot number 3414070 and catalog number ssf-365g.

Event description:
Healthcare professional reported right side rupture. The device has been explanted.